Event description:
Lead remains implanted. Hm showed noise in nst recordings. During interrogation, noise was evident while patient was sitting. All testing values were unremarkable. Hm shock impedance trend is slowly increasing. Data to be presented to physician for next steps. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.